Event description:
It was reported that during a thyroid procedure, the device's teflon pad began to melt and strands of tissue pad were coming off into the thyroid cavity. The pieces were retrieved and the case was completed with the second device.

Manufacturer narrative:
D4, h4; 6: info is anticipated, but unavailable at this time.